Event description:
The customer reported a bad touchscreen was detected. There was no patient involvement.

Manufacturer narrative:
Date of report: 09/21/2018. Date of manufacturer: 06/13/2018. During further investigation (fi), a visual inspection of the user interface assembly revealed no signs of damage or contamination. The customer returned gui was attached to the fi test ventilator. The test ventilator was cycled on and off 15 times without producing any failures. The customer returned gui assembly was disassembled and an internal visual inspection was performed. The internal visual inspection revealed no signs of damage or contamination, all wiring, cable harnesses, and connectors were routed correctly and securely. The customer returned user interface (gui) was allowed to run for approximately four (4) hours and no errors were generated.